Event description:
Country of complaint: (B)(6). Op-date: (B)(6) 2014. Surgeon: (B)(6) dr. Med. Sir. Broke off intra-operatively in instrument ns340r. No surgery delay. No consequences for the patient.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: the fixation pin is stuck in the guide hole. This makes the removal of the instrument difficult. It appears that the pin is fixed due to a frictional welding. One cause for the frictional welding could have been the use of used/damaged (either grooves in the surface or bent) pins. Another cause is that the pin was not inserted concentric to the hole i.e. A turning moment applied which caused the friction at the edge.